Manufacturer narrative:
Add'l suspect medical device components involved in the event: model # sc-2138-50; description: linear lead (phase iii a), 50 cm. The explanted device will not be evaluated as it was discarded by medical facility.

Event description:
A complaint was reported regarding infection. The doctor explanted patient's precision system.